Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) device during the initial drain. The care giver (cg) had connected the home patient (hp) when they connected the bags. The technical service representative (tsr) explained the alarm and had the cg cycle the power to clear it. The tsr instructed the cg to start over with new supplies and explained that they would have to wait until the hc displayed "connect yourself" in order to connect the hp. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.